Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon evaluation, the front response button metallic center dome was off center and intermittently functional. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons were non-functional.